Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 43 mg/dl at the time of incident. The customer did not experienced symptoms due to low blood glucose. It was unknown that how the customer treated low blood glucose. It was unknown that the insulin pump was on auto mode at the time of incident or not. Customer also reported crack on the insulin pump. No further patient complications were reported. The customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Pump was received with a scratched case. No crack was found on the reservoir compartment noted during visual inspection. Unable to confirm battery cap damage due to pump received without the original battery cap. A test battery cap locks securely into place. However, pump was also received with a blank display. Unable to perform the the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to blank display. Unable to generate power management graph due to blank display. Unable to download history files and traces using thus due to blank display. Unable to upload pump to carelink due to blank display. During visual inspection, the cracked case behind the pump near the battery tube compartment shifted the battery tube out of position not allowing proper contact between the battery cap contact and battery tube. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No evidence of physical or moisture damage on the electronic assembly, force sensor, motor and vibrator assembly noted. By using a test case, the pump powered up properly and continued testing and download. The pump passed the self test, sleep current measurement and active current measurement. The pump was monitored, and no blank display noted. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during the testing. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date of 09-jul-2022 please see below for the date range listed in the formatted history file. The formatted history file lists data from 02/10/2022 to 07/24/2022. There was no data available to verify power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm in the formatted history file for the event date of 07-aug-2021. Blank display was confirmed due to shifted battery tube assembly. Force sensor zero offset within specification (23.8 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay, a broken battery tube threads, a cracked case behind the pump near the battery tube compartment and a serial number label missing. Unable to confirm battery cap damage due to pump received without the original battery cap. Cosmetic damage at the reservoir compartment was not confirmed, however, other cosmetic damage was noted. Unable to verify customer alleged for low bgs. The force sensor is within specification and the motor functioning properly. Unable to upload pump to carelink and download history files and traces using thus due to blank display. Blank display was confirmed due to shifted battery tube assembly. However, a test case was used and continued testing, download and no low battery alert and blank display noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not completely correct in the initial report. The corrected information has been provided in section b5 with this report. Information has been added, which was missed in the initial report. The missed information has been provided in section h6 under health effect - clinical code: 2418 with this report.

Event description:
Corrected/missed event description: customer passed out because of low blood glucose and customer was not hospitalized or did not went to emergency room for low blood glucose. Customer also reported that reservoir compartment had cracked.